Event description:
It was reported that blue part (female connector) of a minicap extend life pd transfer set was broken which resulted in separation between the female connector and the main body. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and a separation between the female connector and the main body was observed. The reported condition was verified. The direct cause of the condition was determined to be due inadequate solvent application to the insert chip during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted